Event description:
On (B)(6) 2013, this vns patient underwent generator revision due to end of service. Communication with the patient's device was not possible, and this was believed to be due to normal end of service. Review of the patient¿s settings showed low frequencies that would cause the battery to deplete quickly. The explanted device was returned and product analysis was approved on (B)(6) 2013. The reported ¿end of service¿ allegation was confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The reported ¿failure to program¿ allegation was duplicated in the pa lab and determined to be the result of battery depletion. The device did not perform according to functional specifications. The supply current wait was over the limit. Bench analysis determined that the supply current wait problem was caused by reverse current leakage of the cr2 component. After the cr2 component was substituted, the device met the specifications. The leaky cr2 component could potentially be a contributing factor to the eos condition.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device manufacture date, corrected data: the initial manufacturer report inadvertently did not include the suspect device manufacture date.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Review of the available programming and diagnostic history showed that the vns patient¿s device frequency was programmed to 5hz or less for a total of 285 days while implanted and measured excessive drain current at these settings. The patient¿s last known device frequency was programmed to 20hz and showed normal drain current. Additional testing on the cr2 component determined that the component was within the specifications and had no significant impact on the device drain current. Analysis concluded that the programming of the device frequency to <=5hz for the extended period of time had a significant impact on battery depletion.